Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was not confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. A root cause could not be identified. Based on the results of the investigation, the most likely cause was not established. The event can be detected/prevented by following the instructions for use which state: gif/cf/pcf-190 series operation manual, IFU material number rc6686, version: 15.0. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the colonovideoscope had a distorted image. The issue occurred during an unspecified gastric colonoscopy procedure, which was completed using the same device. There were no reports of patient harm.